Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use began making a rapid beeping noise, unlike its normal alarms. There was no alarm message to identify the problem and no light however when the alarm button on the top right of iabp is pressed the alarm silences without explanation. There is no alarm code or issue on the printouts. The alarm recurs approximately once per minute. Eventually after around 30 minutes the alarm stopped and has not yet recurred. There were no recent changes made to the iabp alarms, replacing the iabp printer paper made no difference to the alarm. There appears to be no issue visible with the pump or its lines and cables. Pressures remain stable. Therefore, the pump was changed for another pump. There was no report of patient death, serious injury or patient complication.

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use began making a rapid beeping noise, unlike its normal alarms. There was no alarm message to identify the problem and no light however when the alarm button on the top right of iabp is pressed the alarm silences without explanation. There is no alarm code or issue on the printouts. The alarm recurs approximately once per minute. Eventually after around 30 minutes the alarm stopped and has not yet recurred. There were no recent changes made to the iabp alarms, replacing the iabp printer paper made no difference to the alarm. There appears to be no issue visible with the pump or its lines and cables. Pressures remain stable. Therefore, the pump was changed for another pump. There was no report of patient death, serious injury or patient complication.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of unspecified iabp alarm is not able to be confirmed. The field service engineer inspected the pump and it passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.